Manufacturer narrative:
H6 - evaluation codes: updated. Device evaluation: one used unit and two photos were submitted for evaluation. Visual inspection found a crack in the female luer connector. Leak tests were performed three times. During the third attempt the female luer presented a damage in the connection part. However, the damage was not similar to the sample returned/reported. Based on the replication of the failure mode results the crack reported is not attributable to the manufacturing process. Root cause could not be established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Operator of device is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "when connected to the infusion line for use, the infusion leaked and could not be used." There was no patient involvement and no patient harm/adverse event reported.